Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported event of issues regarding unanticipated therapy could not be confirmed due to lack of information . The device was tested on the bench and using automated test equipment. No anomalies were found. The cause of the issues regarding unanticipated therapy could not be determined.

Event description:
It was reported that during follow up, the device was post-sensing t wave oversensing on ventricular lead. Patient did not receive therapy. There was concern that the oversensing may have caused inappropriate therapy in the past. The device was reprogrammed and the device was later explanted during lead replacement.